Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v535584, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow-up information received reported that on (B)(6) 2013, the device was replaced due to return of urge incontinence and the device was not working. It was not determined if this was normal battery depletion, and the device did not appear to have been returned to the manufacturer. It was noted that the wire was not found to be in the rectum, and the lead had not moved from its original placement, i.e., there was no issue with the lead. The patient was currently doing well post-operatively and receiving adequate therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported six days prior the patient experienced massive spasticity. It was noted the patient had multiple sclerosis and they had put a pump in and the patient was 'doing fine.' It was noted the spasticity started all of a sudden. The health care provider turned the patient's pump up the previous day but it 'didn't work.' X-rays were taken of the pump and 'everything was fine there.' It was noted it was believed the lead of the interstim device had moved because when the reporter helped the patient evacuate they could feel the wire in the rectum. It was noted they could feel a little metal piece and a wire coming off of it. The hcp noted they had 'trouble with the representative not wanting to have anything to do with patients.' The reporter was convinced the device was the reason for patient's spasticity. It was noted the patient could not 'capture' the implantable stimulator (ins) with the patient programmer. It was also noted the patient had gained weight, approximately 35 pounds. Reporter did not think 'the remote was malfunctioning but rather that the internal device was.' The same day it was reported the patient had increased spasticity and their 'legs and bladder are going nuts.' It was noted there was no known infection or noxious stimuli. It was also noted the patient's pump and catheter were checked out to make sure there were no issues with that system. It was noted the patient believed the urinary device was causing the issues and that the patient felt the wire from the device in their rectum. Refer to manufacturer report # (B)(4). Report on spasticity and pump. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).